Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) and the reported retroperitoneal (rp) bleeding event could not be conclusively determined through this evaluation. The report of low flow alarms was confirmed through the evaluation of the submitted log file. According to the account, the low flow alarms were due the reported bleeding event. Additionally, the report of a significant kink in the patient¿s driveline could not be confirmed through the evaluation of the submitted images and the device remains in use. A specific cause for the reported events could not be conclusively determined through this evaluation. The system controller log file contained events from 14nov2023 through 14dec2023. Intermittent low flow alarms were captured between (B)(6) 2023 and (B)(6) 2023. The alarms appeared to resolve towards the end of the file. A specific cause for these findings could not be conclusively determined through this evaluation. No other notable events or alarms were observed. The pump appeared to function as intended throughout the duration of the file. The patient remains ongoing on hmii lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use, and the heartmate ii patient handbook, are currently available. Section 1 of the instructions for use, ¿introduction¿, lists bleeding as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This section also addresses all pump parameters. Section 4 of the instructions for use, ¿system monitor¿, describes situations which may result in a low flow hazard alarm, including changes in patient condition. Per design of the system, once each monitoring cycle, the calculated average flow value is compared to the limit (2.5 lpm). If the calculated value is less than the expected value, a low flow hazard is posted to the log file. A ten second delay is imposed between the detection of a low flow hazard alarm condition and the activation of the associated audio and visual indicators on the controller. Section 6 of the instructions for use, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6 of the instructions for use, under ¿anticoagulation¿, also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas, as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. Sections 6 and 8 of the hmii instructions for use, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Sections 2, 6, and 7 of the instructions for use and sections 2, 4, and 5 of the patient handbook cautions the user not to twist, kink, or sharply bend the driveline, system controller power cables, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the pump to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten. Section 7 of the instructions for use, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describe all alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was found minimally responsive and confused in their home with low flow alarms. They also showed symptoms of anemia and low blood pressure. The patient was brought to the hospital and a significant kink was found in their driveline. There was concern that the driveline may have been pulled or caught in a door. Log files showed the low flow alarms started on 13dec2023. The low flows were found to have been caused by an internal retroperitoneal bleed from a supratherapeutic international normalized ratio (inr). The patient was treated with a coil embolization, blood products, fresh frozen plasma, and vitamin k. The patient recovered from the bleed, the low flow alarms resolved, and the patient was planned for discharge to inpatient rehab or home. The patient would continue with inr follow-up care following discharge.

Manufacturer narrative:
Date received by manufacturer of the initial report should be corrected to dec 13, 2023.